Manufacturer narrative:
The arrow field service rep investigated this incident. He found that the battery was the source of the problem. He replaced it, and the pump was functional tested. It was then returned to service.

Event description:
It was reported that during patient transport, the pump began experiencing low battery alarms. The pump was exchanged and there were no associated patient complications.